Event description:
It was reported that the catheter broke through the skin. When examined on 2011 (B)(6) the skin over the pump site was dark red in color and scaly and was seen through the skin when examined on 2011 (B)(6). Surgical intervention included an explant of the entire system. Patient outcome was noted as resolved without sequel as of 2011 (B)(6). Drugs delivered via the device were fentanyl and bupivacaine.

Event description:
It was later reported that the catheter had migrated as well as protruded through the skin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, lot# j0039992r, implanted: 2001 (B)(6), explanted: 2011 (B)(6).

Manufacturer narrative:
(B)(4).